Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found; the distal end was burnt, the image was shadowy and blurry, the serial marking at the eye piece was worn, the tube was bent and many light guide fibers were broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the telescope had a burnt distal end, shadowing of the visual field and blurring of the image. The issue was found during reprocessing. The intended procedure was a urological electrosurgery. The procedure was completed was a similar set of device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.